Manufacturer narrative:
Title radiofrequency ablation for hepatocellular carcinoma: 10-year outcome and prognostic factors source the american journal of gastroenterology, volume 107, 2012(569¿577) date of publication: 13 december. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed on february 1999 and december 2009, 1,294 (87.1 % ) underwent percutaneous ablation, including radio frequency ablation (rfa). A total of 67 complications were encountered. One patient died of hepatic failure on account of massive hepatic infarction 7 days after the last rfa procedure. He had undergone 12 rfa treatments in 8 years. Complications occurred in only 2.2% of treatment.